Event description:
In 6/89 rptr had a second l-5-6 rupture. Drs recommended fusion. No info was given on risk of screws. The operation did not provide relief of back and left leg pain. Rptr felt like he was "pulled forward" out of alignment. He had treatment with narcotics and muscle relaxants for over a year. In 1990 after numerous tests, the instrumentation was removed. The dr found screw out of position/broken in the disc space. He also found add'l ruptured discs and scar tissue. Rptr had some improvement after surgery but had frequent flair-ups and loss of sensation in his left leg and foot. In 1993 as a result of a fall, suffered ruptured l3-4 disc and became incontinent. He underwent surgery. Pedicle screws were implanted and rupture repaired at that site. However, dr noted problems at s1-s2. He had no aggressive treatment. Incontinence continues and dr states he has cauda equina syndrome and rated him with a 50% disability. Currently he is being treated for chronic pain (percocet and valium, also for severe depression with shock treatment and antidepressants. Hospitalized 3 times for depression and suicidal thoughts. He is unable to work. He has fallen 3 times in 4 months due to sharp back/leg pain and weakness in legs, mostly left leg.